Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm¿ voluma¿ with lidocaine. At an unspecified time later, patient developed a toothache that was diagnosed as an infection. Infection travelled to product and patient was prescribed antibiotics. Due to the infection, there was a hollowing in the tissue and patient was offered a treatment to correct it. At an unspecified time later, patient was injected with juvéderm¿ voluma¿ with lidocaine again and same symptoms presented along with a lump. Patient went to an emergency room where lump was lanced and diagnosed as an abscess. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00659 (allergan complaint #pr (B)(4). This MDR is being submitted for the second suspect product, juvéderm¿ voluma¿ with lidocaine.